Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was repositioned. No other information is known at this time.